Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A promus element plus 2.5x16mm stent was advanced into the obtuse marginal and failed to cross the lesion. The physician then removed the stent and advanced an unknown balloon catheter to pre-dilate the lesion. No abnormalities were noticed with the stent after removal; however, since the stent initially had difficulty crossing the lesion the physician ran his fingers over the stent which resulted in the stent stretching. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the promus element plus over the wire (otw) stent delivery system (sds) device was received with no original packaging or other devices. There was contrast in the folds of the balloon. The sds device with the stent was examined along the entire length. The stent was centered between the markerbands. The balloon was loosely folded on the proximal end of the balloon. There was no damage to the stent. Microscopic examination of the stent did not reveal any damage. Inspection of the remainder of the device presented no damage or irregularities. The reported crossing difficulty and stent damage were not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A promus element plus 2.5x16mm stent was advanced into the obtuse marginal and failed to cross the lesion. The physician then removed the stent and advanced an unknown balloon catheter to pre-dilate the lesion. No abnormalities were noticed with the stent after removal; however, since the stent initially had difficulty crossing the lesion the physician ran his fingers over the stent which resulted in the stent stretching. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).